Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, surgeon not approving return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00630505032, liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, 61106330, 00771101100, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset, 61024960, 00620005022, shell porous with cluster holes 50 mm o.d., 61095393, 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, 61126013.

Event description:
It was reported that patient underwent a hip revision due to pain, elevated cobalt levels, and symptoms of corrosion approximately 8.5 years post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.